Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted, give date: not applicable as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
While doing a follow-up on an event, new information was received that original intraocular lens (iol) a zxt225 which the ar40m iol was piggybacking on rotated 40 degrees from its original location. There was a myopic miss. It was learnt that the doctor removed the piggyback lens and repositioned the zxt225 both on (B)(6) 2019 and patient is now happier. The explant event for the piggyback iol is captured in a separate report.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.